Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad of the device detached. The tissue pad was recovered. The procedure was completed with a same like device. There were no adverse consequences to the patient reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.